Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead became ex trinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant attempt, the atrial lead would not advance enough to allow adequate slack in the atrium probably due to tightness in the superior vena cava (svc) with the ventricular lead. The physician got access from another angle, removed the atrial lead and discovered that the lead had stretched. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 3708220 neuro extension, (B)(6) 2009; 37713 pain stim ipg, (B)(6) 2009; 3778-60 pain stim lead (B)(6) 2009; 3888-33 x 4 pain stim leads (B)(6) 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.